Manufacturer narrative:
Add'l manufacturer narrative: this complaint was never verbally or officially reported to a gambro employee. The description of the event was taken from a notepad attached to the back of the prismaflex machine. The treatment date files are not available. There was no medical intervention required and the pt suffered no injury or medical consequence. From the description from the complaint is seems to be a flow rate discrepancy which indicated a lack of synchronization between the protective system and user interfaces. Action has been taken to update the operators manual with an addendum of instructions to quickly and safely clear flow rate discrepancies without interrupting pt treatment.

Event description:
During a service visit in 2007, while checking notepads at the back of each new prismaflex machine at hospital, the gambro service technician noted one entry. The entry suggested that, the operator might have encountered a flow rate discrepancy - although this was not reported at the time. The entry stated, that a syringe pump rate was entered twice in the flow rates screen. After both occasions, the syringe pump flow rate had not changed on the status screen. On one occasion, the syringe pump flow rate changed on the status screen, but then flicked back to it's prior setting for unk reasons. This machine is currently in clinical use - and there have been no other reports received of similar incidents occurring. Whether or not there was a clinical consequence to the pt is unk.